Manufacturer narrative:
Lens sample received and analysis completed, no defect identified and no issues or non-conformances identified in the lot history review. Based on manufacturers investigation, no root cause can be established. The relationship between the coopervision device and the incident is unconfirmed. The patient was wearing a different device model in each eye. As is it unknown which, or if both, were involved, please refer to linked manufacturer report (B)(4); 9614392-2024-00058 for second associated incident report.

Event description:
This incident was reported by the patient's location of purchase as relayed by the end user and limited information has been made available. According to the details provided, it was alleged that the patient sought medical attention and was diagnosed with an unspecified eye infection by an ophthalmologist. No further details of the event provided; however, it is indicated that the patient has temporarily discontinued contact lens use. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown type or severity of the alleged of eye infection with a lack of medical information, potential for serious injury related to some ocular infections and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. The patient was wearing a different device model in each eye. As is it unknown which, or if both, were involved, please refer to linked manufacturer report (B)(4); 9614392-2024-00058 for second associated incident report.

Manufacturer narrative:
Additional medical information was received. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.for updated data refer to the following sections: (b3), (b4), (b5), (e1), (e3), (g3), (g6), (h2), (h6), (h10), (h11).the patient was wearing a different device model in each eye. As is it unknown which, or if both, were involved, please refer to linked manufacturer report (B)(6) 9614392-2024-00058 for second associated incident report.

Event description:
This incident was initially reported under (B)(6) 2640128-2024-00023 on 14 november 2024 in an abundance of caution as an alleged unspecified eye infection with lack of supporting medical information. Additional medical information was received on 27 november 2024 from the prescribing ecp, as provided by the patient. A post-exam summary report from royal alexandra hospital eye institute of alberta, indicates that on (B)(6) 2024, the patient sought medical attention and was diagnosed with unspecified keratitis secondary to contact lens use and had a follow-up visit scheduled for (B)(6) 2024. No further information received from the hospital either on treatment provided or follow-up visit details. This event is being reported in an abundance of caution due to the unknown type or severity of the reported keratitis, with lack of medical information, potential for serious injury related to some types of keratitis and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. . The patient was wearing a different device model in each eye. As is it unknown which, or if both, were involved, please refer to linked manufacturer report (B)(6) 9614392-2024-00058 for second associated incident report.